Event description:
(B)(4). Developed large ovarian cyst, increased weight gain, headaches, daily abdominal pain, leg pain, nausea, increased anxiety/depression, sever pain during my period, very heavy bleeding during my period, large clots.